Event description:
The patient had appointments in 2010 and 2011 with her doctor. She still had concerns regarding her device but was working with her doctor or company representative.

Event description:
The patient experienced severe tailbone pain while sitting. The ins was replaced and leads were "re-done" but it did not help. Additional information has been requested.

Manufacturer narrative:
Lead: model 3889-33, lot# v221335, implanted: 2009 (B)(6), explanted: 2011 (B)(6). Lead: model 3889-28, lot# v665624, implanted: 2011 (B)(6), explanted: unk. Programmer: model 3037, serial# (B)(4). Lead: model 3037, serial# (B)(4).

Event description:
The health care provider (hcp) confirmed that the patient experienced pain at the lead insertion site and pain of the coccyx. The patient was very slim and the lead was uncomfortable to her when sitting in a chair etc. The lead and ins were replaced. Her incontinence improved and the pain of insertion site and coccyx improved 10%. The patient outcome was noted as non-serious injury. The hcp felt the primary problem was her lack of subcutaneous tissue and difficulty placing lead deep enough.